Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chord entanglement and tissue damage. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr) in the patient with a pre-existing flail chord on the posterior leaflet. As the first mitraclip xtr was advanced through the mitral valve into the left ventricle, the clip made contact with the posterior prolapsed leaflet, causing the clip to spin approximately 20 degrees, resulting in chordal entanglement, which was not noted until the physician tried to grasp the leaflet with the clip, but the gripper did not respond to the gripper lever. The clip was inverted and removed from the anatomy, when it was noted that there was tissue wrapped around the gripper. The tissue that was removed was the flail chord that was entangled around the clip. Mr increased to grade 4+. The procedure continued with two mitraclips, one ntr and one xtr, that were implanted and successfully reduced mr grade to trace. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was noted that the tissue damage that occurred was listed as a chordal rupture. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported clip becoming caught in the chordae (difficult to remove) appears to be due to a combination of challenging patient anatomy (large redundant posterior prolapse with flail chord) and the procedural conditions (physician advanced the clip and the flail chord became entangled with the clip). The reported tissue damage (chordal rupture) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and appears to be a result of procedural conditions of difficulty removing the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.